Event description:
Customer reported that autopulse chest compressor system received a user advisory message of 12 (lifeband not present). Customer ensured lifeband was properly clipped in and could rotate. Error kept recurring. No adverse event was reported.

Manufacturer narrative:
Device is anticipated to be returned to zoll circulation. When device has been received and analyzed a supplemental report will be filed.